Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: error e230, error code e312, dust inside the product and internal board corroded. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: since [dust inside the product] and [internal board corroded] could be confirmed in the inspection result, they might have caused the phenomena. However, the information obtained from this complaint and the investigation results did not lead us to identify the cause of the occurrence should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was not working. This was discovered during set up / inspection for use. There were no reports of patient harm.